Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient¿s caregiver identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m65 scale reading error during dwell three of six of their treatment. The caregiver stated that they repeatedly received the message during the treatment and that the cycler would not move on to drain three. The technical support representative advised the caregiver to cancel treatment on the cycler. The patient had manual supplies to continue treatment off the cycler. Following the issue, the caregiver was removing supplies at step nine of the treatment end screen when they noticed fluid leaking from within the cassette compartment of the cycler. Upon learning of the fluid leak, the technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The technical support representative initiated the cycler replacement procedure. The caregiver reaffirmed that the patient had manual supplies available to continue with peritoneal dialysis therapy while waiting for the replacement cycler. At this point in time, there has been no report of patient injury or medical intervention resulting from the reported leak. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿pl patient line is blocked¿ warning before treatment was cancelled. An internal inspection identified visual evidence of fluid within the pneumatic filter. The filter was detached and replaced. It was also noted that there was evidence of dried fluid within the recess of the bottom cover adjacent to the pump. A second simulated treatment was initiated and completed without further complications. The cause for the dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test was also performed and the cycler was found to be within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.